Manufacturer narrative:
Review of lot records/work orders, prior reports. No issue were noted. No device failure detected, within specification. Pt's bilateral iliac aneurysm contributed to the event.

Event description:
Pt presented with bilateral iliac aneurysms; had successful implant of a bifurcated device, a suprarenal cuff, and a limb extension in 2007. The limb extension was used on the left side and the left hypogastric was embolized. At the end of the procedure, there was good seal. During a follow up visit, CT revealed that the right side had a type I endoleak. Six months later, pt was brought in to treat the distal endoleak on the right side with a limb extension and a proximal cuff; achieved good seal at end of procedure.